Manufacturer narrative:
The material inspection review for the reported guide wire could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(6).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a distal right coronary artery (rca) and ostial posterior descending artery (pda). After six treatments, the oad got too close to the distal tip of the viperwire and the viperwire tip separated and remained in the pda. The oad was removed. The physician attempted retrieval of the fractured wire tip with both a snare and a two-wire technique with a torquer. Both attempts were unsuccessful. The patient was brought back the next day for surgical intervention. The physician attempted a snare and two-wire technique to retrieve the fractured component without success again. The physician stented over the wire fragment. The wire fragment left in the patient was 25 millimeters. The patient was in stable condition.